Event description:
Medtronic received information that approximately 30 minutes into a procedure, the pvc roller pump tubing split. The patient was taken off bypass and the tubing was replaced. It was reported that the patient was transferred to the ICU after surgery was complete, and was doing fine. A half liter of blood loss was reported. The affected tubing was returned for analysis.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, visual inspection confirmed a 3.75 inch long split in the tubing along with another 1 inch long split in another section. Both split areas occurred near the center of the header tubing. Performance analysis revealed that the split tubing caused a leak to the atmosphere. Conclusion: a cause for this event can not be determined at this time. Device history review and further investigation is pending. Once further information is provided, a supplemental report will be filed.